Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported; however, it was noted that the proximal neck was between 32-33mm in diameter and the neck had two gourd shaped nubs. The diameter between the two numbs was 23mm -25mm and they seemed to be constricted. During the index procedure a type ia endoleak was noted from the left ra. The physician elected to add an endurant cuff; however, the endoleak was not resolved. The physician stated that thrombus and tortuosity was seen at the space of the left ra after evar. The procedure was completed and the patient will continue to be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Irregular shaped proximal neck; containing thrombus and tortuosity. Conclusion: endoleak. Irregular shaped proximal neck; containing thrombus and tortuosity.